Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to close. The surgeon enlarged the incision 2cm and performed a mini laparotomy to complete the procedure. The hospital has reported no pt injury occurred.